Event description:
The implantable neurostimulator was received by the manufacturer with no return paperwork. The patient is listed as deceased in device registration system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Neurostimulator. Device analysis revealed 'no anomaly found, normal device function'. Extension. Device analysis of the extension revealed 'no anomaly'.